Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt awoke to their transfer set being disconnected from their catheter. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed manually the next day. As a result of this incident the home pt's transfer set was changed, and pt was administered ip vancomycin, 2 gm and gentamycin 40 mg. No pt injury reported, per the home pt's nurse.